Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo(s) noted: the specimen pouch was cut open. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. Replication of the observed condition may occur if the specimen pouch contacts a sharp object and subsequently rips under tension. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while collecting the specimen for removal during a laparoscopic cholecystectomy, it was reported that a bag detached prematurely from the ring and fell into the patient, and surgeon was able to retrieve. The bag was replaced to complete the case. There was no patient injury.